Event description:
Customer reported experiencing intermittent occlusion alarms there was no adverse impact to the customer's blood glucose level during these events. To resolve the issue, the customer changed the infusion set and cartridge and resumed using insulin and the customer declined further assistance.